Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent a revision surgery due to reported pain. Originally, the patient had an open reduction internal fixation (orif) using with femoral neck system (fns) for femoral neck fracture (intermediate between pauwels 2 and 3 type) on (B)(6) 2018. After implantation, the surgeon commented that the reduction could not be fully obtained. Thus, an implant was gradually dislocating but, no re-operation was performed due to patient's request. Consequently, the implant was unable to hold the femoral head and dislocated considerably after (B)(6) 2018. Furthermore, on (B)(6) 2019, an implant was noted to be cut-out. However, on (B)(6) 2019, the patient reported pain and wanted re-operation because the implant contacted an acetabular cartilage at that time. During re-operation on (B)(6) 2019, the implants were removed and the total hip arthroplasty was applied. The surgeon commented that the event was caused by insufficient reduction and there was no problem with the device. The procedure was successfully completed without surgical delay. Patient status is unknown. This report is for a bolt. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Part 04.168.285s, lot l780600: manufacturing site: (B)(4). Release to warehouse date: february 19, 2018. Expiry date: february 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.